Event description:
It was reported that the insulin pump alarmed during normal use. It was also reported that the customer was hospitalized due to high blood glucose levels. Troubleshooting was performed. The insulin pump passed the lead screw and self tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during bolus due to stuck motor armature. Unable to perform bolus and occlusion test due to alarm anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.